Event description:
When attempting to use device to close arterial access the disc of the device did not fully open allowing it to pull through the vessel. Held manual pressure for 15 mins and the patients length of stay was extended.